Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. The device was not in use monitoring a patient at the time of the reported issue and there was no patient inv olvement. A philips field service engineer (fse) went onsite and confirmed that the speaker was completely out of sound. The fse determined that the speaker was faulty and required replacement. The device failed to work as intended and was operational again after the replacement of the speaker. The investigation concludes that no further action is required. The device remains at the customer site.

Event description:
The customer reported a speaker malfunction on the intellivue multi measurement server x2. It is unknown if the device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.